Manufacturer narrative:
No lot number, photos, or product for evaluation provided. Based on the available information, no further investigation is possible at this time. (B)(4)

Event description:
Caller reported, "syringe package glue has dried up and caused her last syringe package to open." No adverse events noted. Replacement product was provided.